Manufacturer narrative:
Discarded.

Event description:
It was reported by the sale rep that there was a burn on the patient where the grounding pad was located. The procedure was completed successfully, however, medical intervention to treat the burn was necessary. No further adverse consequences were reported.